Event description:
It was reported the manufacturer representative (rep) received a call from the patient indicating she had a MRI scan and did not finish the completed ordered MRI due to time duration restricted on the MRI guideline. It was not known what body part the patient had a MRI done on. The patient had 2 stimulation devices implant. One for cervical spine and the other for lower back and leg pain. The patient turned both devices to MRI mode when the patient was in the MRI, but felt paresthesia on her thoracic placement device only. When the patient was out of the MRI, the patient confirmed that her thoracic device was still functioning and stimulation was still on, but her other device (cervical) was still in MRI mode. During the MRI, the patient felt a terrible pain in her back, pulling and burning sensation. The patient did not alert the MRI tech because the MRI tech informed the patient the scan was about to be done. The patient was seen on (B)(6) 2015 and all impedances were within normal range for both devices. The patient had no issues when turning on the device. The rep followed up with the patient by telephone and her therapy was effective.

Manufacturer narrative:
Concomitant medical devices: product ID: 97714, ,serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).